Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the pouch having been opened. The observed cloudy appearance in the seal area of the returned devices demonstrates that the seals originally existed at some point. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no evidence to indicate that a wider population of product has potentially been impacted. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported during unpacking of the otw 2.5 x 15 mm trek balloon dilatation catheter, the vendor seal of the pouch was already opened. Therefore, the device was not used. Another trek balloon was used in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.